Manufacturer narrative:
H3, h6: we have now concluded our investigation into the reported complaint. The batch record was reviewed and it could be confirmed that the products had progressed through a satisfactory release process which involved testing the product against the requirements of the finished product specification. There was also no issue identified during the manufacturing process that could have caused or contributed to the complaint problem. A complaint history review, was performed for the product and event description, there have been a small number of similar instances reported in the past three years. Event occurred during patient treatment. The device intended for use in treatment was not returned for evaluation, therefore no functional evaluation could not be carried out. It has not been possible to establish the root cause of the issue. We have not been able to establish a relationship between the reported complaint and the device. The information provided is insufficient to determine whether the patient¿s symptoms were due to a pre-existing or concurrent medical condition (allergy history, skin/dermal sensitivities). No further clinical/medical assessment is warranted at this time. It has not been possible to establish a link between the product and harm within this complaint and therefore additional risk management review is not required. Users of the IV 3000 are advised to consult the instructions for use, to delineate future occurrences of the reported issue. This guide provides comprehensive instructions of the operation, use and limitations of the device. The user risk assessment for the iv3000 provides details of possible sensitisation reactions and irritation or irritants contact dermatitis, as possible harms caused by toxicology of the materials used in the dressing. The investigation has been closed. No further actions by smith and nephew are deemed necessary at this stage. However, we will continue to monitor for any adverse trends relating to this product range. Smith and nephew acknowledge customer concern and are continually investigating ways to develop and improve our products.

Event description:
It was reported that, after using a iv300 catheter dressing, the patient experienced redness, rash and itching. The issue was resolved by applying desonide ointment and microwave physiotherapy, along with replacing the dressing. The symptom was improved after the treatment.